Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
(B)(4). No related complaint received with return of device. Conclusion code: failure observed during analysis. Final analysis found that the lead was returned in two pieces (a)(b). (A) the insulation was abraded at 5.5cm to 5.7cm from the connector pin, which exposed the outer coil. The abrasion was consistent with exposure to constant friction against another implantable device. (B) the insulation was abraded at 2.6cm to 3.6cm from the distal tip, which exposed the outer coil. The abrasion was consistent with exposure to constant friction against another implantable device or feature of the heart.